Event description:
Event description: guidant rec'd info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) passed away in 2003. Guidant was contacted by the pt's spouse four days later alleging that the device did not work on the night of her late spouse's death.